Event description:
During baxter's functional testing of spectrum pump, the device alarmed upstream occlusion when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the false upstream occlusion alarm. The evaluation observed the occlusion alarm and determined the cause to be a failed upstream sensor. The upstream sensor was replaced.